Event description:
It was reported that a female patient underwent a breast augmentation revision with two 350cc mentor memorygel breast implants and experienced bilateral rupture and generalized illness symptoms of heart palpitations post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the right side device.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness and rupture. (B)(4). Manufacturer¿s reference number: (B)(4).